Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3- no: the device was not returned for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and sent us a screen shot of an imperfection in the optic, it¿s the inferior side in the picture. It was learned that event is about a product quality issue. Iol was deployed into the eye and found to have a defect in the optic. The iol is not returning back for evaluation as it remains implanted in the left eye, no incision enlargement, no vitrectomy, no sutures done. Customer is unable to determine at this time of patient outcome or if there is any visual issue as they said that it is still too early. No other information was provided.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture shows a video screenshot of an eye being implanted with an intraocular lens claimed to be a tecnis odyssey preloaded in a simplicity delivery system, model drn00v. It can be observed a crack like mark located in the lens midperiphery at 6:00-6:30 (in relation to the picture orientation). Due to the scratch/crack mark location, it is not expected to have visual impact on patient¿s visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. The complaint issue "dc-cosmetic issues" was not identified during photo evaluation. The observed "dc-lens damaged" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. This investigation exceeded the 40-day threshold pending subject matter expert evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.